Manufacturer narrative:
Sections with additional information as of 30-mar-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shakiness, anxiety and tired. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Boyfriend is calling on behalf of the customer. At the time of the call the customer reported symptoms of shakiness, anxiety and feeling tired; medical attention was not needed at the time. During the call, a blood test was performed by the customer non-fasting and produced test result of 155 mg/dl non-fasting using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/14/2023 and test strips were opened three weeks prior to call.